Manufacturer narrative:
H6: investigation summary : no samples were returned therefore the investigation was performed based on the photos provided. One photo of 2 blister packages for 0.5ml bd safetyglide insulin syringes was provided. The customer reported that there is no expiration date & lot # on the single package. The photos were examined, and it was observed that neither a lot# nor expiration date were visible on the blister packages shown. Due to the batch being unknown, no DHR review can be completed. Bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. H3 other text : see h10.

Event description:
It was reported that 2 syringe 0.5ml 30ga tw 8mm bls 400 sg in a single package had missing label information. The following information was provided by the initial reporter : there is no expiration date & lot # on the single package.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone # :(B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 syringe 0.5ml 30ga tw 8mm bls 400 sg in a single package had missing label information. The following information was provided by the initial reporter : there is no expiration date & lot # on the single package.